Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that both of the lcsc5 shears, would work effectively for a few minutes and then stopped working (locked out). The patient was then converted to an open procedure. The or case was extended and the pt hospital stay was extended. 11/01/2000 message from rep. The hp052 was used. The hospital stay was 2 days and the convert to open extended the case 90 minutes. The pt is currently discharged.